Manufacturer narrative:
(B)(6). The device has been requested for return to livanova. Though the facility reported that the patient experienced reddened/burned skin, it was also reported that there were no serious effects to the patient as a result of the incident. No intervention has been reported by the customer at this time. A review of the DHR did not identify any deviations, non-conformities or material scrap/requests relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that the handle of the vascuclear precision bipolar was noted to be warm during a vein harvesting procedure and the patient's skin appeared reddened/burned. The bipolar was replaced and the procedure was completed without further incident. The hospital biomedical engineer reportedly checked the cauterizing machine and was unable to identify any issues. Though the facility reported that the patient experienced reddened/burned skin, it was also reported that the patient is fine. No intervention to prevent permanent damage was reported.

Manufacturer narrative:
The involved vascuclear precision bipolar was returned to livanova for evaluation. The tip of the bipolar device was identified to be damaged upon receipt. Visual inspection of the returned device identified biological material burned to the shaft of the bipolar. Electrical testing was conducted and the device functioned as expected. Further functional testing was not possible due to the broken tip of the device. As the issue could not be reproduced and full functional testing could not be performed, an exact root cause was not determined. However, previous reports of a similar nature indicate that this failure is possibly due to user technique. A supplier quality notification has been initiated in connection with this event. Additionally, it was suggested to the sales representative to instruct the customer to strictly adhere to the IFU to prevent recurrence of the event in case this was the result of user technique.